Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to performance decrement with device use. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on april 11, 2022.